Event description:
It was reported that at the pt's pump refill visit, the hcp had difficulty locating the pump and when they did find the pump and inject the medication, it leaked out of the pt's skin. By the time the pt got home, she was unresponsive and her family could not find a pulse. 911 was called and the paramedic gave her narcan for an overdose. She was admitted to the hosp and administered a narcan drip. When she returned to the hcp for a pump refill in 2008, the pump was interrogated and it said that the pump should have 6.1 cc; however, the hcp was only able to aspirate 0.6 cc from the pump. Two different programmers were tried and both said there should be 6.1 cc in the pump. The hcp then filled the pump with 8-9 cc of medication and wanted the pt to return the following month for a refill. The pump was used to deliver dilaudid. The pt reported that the hcp wanted to wean her off of the dilaudid without her knowing. The pt was encouraged to contact her hcp. The hcp stated the pt was not overdosed or unresponsive; none of the pt's reported symptoms were witnessed by medical personnel. She was seen in the emergency dept and the pump was evaluated and revealed an abnormality - inappropriate infusion. The hcp confirmed the volume discrepancy at the refill visit (it was double checked) and stated that the next time the pump was filled they would send the drug for analysis. The pt was currently in the process of having her dilaudid infusion weaned in anticipation of discontinuance. On her next visit at the end of april, the hcp planned to decrease her dose from 0.9 mg to 0.5 mg; then they would instill saline. The pt outcome was reported as "no injury".